Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced thoracic and abdominal pain during apd therapy. The pain was due to the presence of "intraperitoneal air" (volume not specified). The cause of the air was not reported. It was reported that the nurses at the hospital reviewed the connection/disconnection technique of the new caregiver and noted some mistakes on the connection/disconnection technique (no further detail was provided). On an unreported date, the caregiver was retrained on performing apd therapy. On unreported dates, the patient was hospitalized for the event and was treated with unspecified analgesic drugs (doses, frequencies, and routes not reported). No further detail was provided regarding the patient's outcome from the event or whether apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4) uncheck product problem. (B)(4). It was clarified that there was no actual product connection issue. Rather there was a use error made by the caregiver in that the caregiver did not perform the connection in the proper way (no further details were provided). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.